Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction obtained during panel ID on the ortho provue serial # (B)(4). According to customer, site tested five samples with positive abs screen on provue serial # (B)(4) on (B)(6) 2019 using 0.8% resolve panel a lot # vra320. (One sample had a previous history of anti-e). Customer reports reactions for sample with anti-e was negative using vra320 panel. However, during review of reports from provue, they stated they could see "few bumps of cells" in the image column that they felt should have been flagged. Customer indicated site then decided to repeat panel ID of sample in question using a different provue analyzer serial # (B)(4) and different panel cells (resolve panel b ) and now was able to ID the antibody in the sample with the previous history (anti-e). Customer stated all e positive donor cells reacted 1+ with sample in question. Customer further added that with the remaining four samples, site was able to rule out all clinically significant antibodies. Tss reviewed troubleshooting steps with customer, requesting copies of batch list report and sample ID from customer. Tss also recommended to the customer to use phenotype donor cells from vra320 for e antigen and to repeat testing with the sample with the anti-e using the resolve panel b, but customer claimed that site does not have any more samples for retest. However, customer is requesting service on analyzer. Customer wants fe to check out the camera and pipetting mechanism to rule out instrument. After consult with technical advisor, service call dispatch. Fe reports: after sending in log files to tac the I performed camera adjustments the ran new reference image. The camera values in visio1 ini file is at 115 and the range is 101 to 128. Also replaced bottle connectors on spare customers spare bottles. Qc was run to verify- qc results were within range and the error did not reoccur.